Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up on (B)(6) 2019. Upon review, the patient¿s right ventricular lead exhibited loss of capture episodes dating back to (B)(6) of 2018. The lead also exhibited a loss of sensing. The lead exhibited intermittent capture at max output and the patient experienced pain due to the high output. The patient¿s right atrial lead tested fine. The patient was admitted for a lead repositioning. On (B)(6) 2019 the right ventricular lead was removed and replaced. During the procedure, the patient¿s right atrial lead dislodged and was capped and replaced on (B)(6) 2019 during the procedure. The patient¿s condition was not provided.